Event description:
Customer reported unit would not power up during daily testing. No reported pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation confirmed.